Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested review of an episode for this patient with this implantable cardioverter defibrillator (ICD). Technical services (ts) noted inappropriate anti-tachycardia pacing (atp) and shocks were delivered for a possible atrial driven arrhythmia. It was noted that therapy did not convert the arrhythmia. This ICD remains in service. No adverse patient effects were reported.